Event description:
On (B)(6) 2010, patient reported problems with the connection between her infusion set and the transfer set. Patient stated, she changed to a new infusion set today and did not change the infusion tubing because, the tubing had been in use less than 6 days. Patient reported, she connected the infusion headset to the infusion tubing and attempted to prime but no insulin came out. Patient stated, she noticed, the insulin did not progress beyond the connection point between the infusion tubing and the infusion headset. Patient reported there was no occlusion but the insulin leaked from the connection point. Patient stated, she noticed the connection points were not connecting properly. Patient reported, she tried 2 other infusion headsets from the same box but the same issue occurred. Patient stated, she tried another infusion headset from the same box and the connection secured properly between the infusion tubing and the infusion headset. Patient reported, she was able to prime successfully through the needle. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.